Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient was hospitalized for the event. The patient was treated with cefazolin (route, dose, and frequency not reported), ceftazidime (route, dose, and frequency not reported), and amikacin (route, dose, and frequency not reported) for the peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Peritoneal dialysis(pd) therapy was discontinued and was re-introduced. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. At the time of this report, the patient was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.